Event description:
It was reported by service report that the head of the bed was stuck in the up position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: headend lift assembly.